Event description:
Date of event: 2006 and 2008. Same case as: 2134265-2009-02175. It was reported that post a coronary drug eluting stenting treatment procedure, two previously implanted taxus express2 stents 'caused' clotting and two later heart attacks, occurring 15 months post the initial stenting procedure and again two years and one month later. Open heart surgery was performed to 'remove' the stents. Additional information was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.